Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaint could not be confirmed and root cause is undetermined.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box fr was clogged during use. The following information was provided by the initial reporter, translated from french to english: "needle looks clogged".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box fr was clogged during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "needle looks clogged."